Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the failed battery test alarm recurred after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The power management parameters graph confirmed the power error alarm 25, failed battery alarm and low battery alarm was triggered when backup battery loaded voltage due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with a scratched case and fading serial number label.